Event description:
User reported false negative result. Positive rapid next day. Symptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.